Event description:
It was reported that the patient underwent an ipg and lead replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted device components were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8120500. Model: sc-8120-50. Serial: (B)(6). Batch: (B)(6).